Event description:
It was reported that the ultrasound gastrovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was not returned to olympus for inspection. Updated fields: d8, d9, h2, h4, h6, h11. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no device problem found. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.